Event description:
It is reported that the patient had a chronically dislocated patella.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. X-rays were not provided; therefore fit and orientation could not be evaluated. A definitive root cause cannot be determined at this time. Evaluation codes: review of the device history records did not find any deviations or anomalies. Operative notes were received for the implant surgery and progress notes were received for a follow up visit. The implant notes indicate it to be the 2nd stage of a revision due to infection from a non-zimmer product. It is also noted that the patient had moderate bone loss on the tibia and femur. Varus laxity in flexion was identified with the provision components, but the surgeon reported stability was quite good overall.